Event description:
It was reported that a flogard infusion pump presented the f-38 alarm. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The root cause of the f-38 alarm was determined to be an out of specification left force sensing resistor. To correct the condition, the left force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.